Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6)2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 30 mg/dl and associated symptoms of unsteadiness when standing and walking. The patient reportedly presented to the hospital emergency room where intravenous fluids were given as treatment. The reporter alleged a history/settings issue with the pump; the reporter stated the patient looked down and realized 50 units of insulin was missing from the pump and ¿the pump had given it¿ to the patient. It was reported that the patient¿s spouse does the cartridge fills and infusion set insertions for the patient and after the cartridge fill and infusion set insertion the patient looked down and realized 50 units of insulin were missing. The patient asked the spouse if they had filled the cartridge with 200 units of insulin and the spouse responded they had and noted no cartridge leak. The patient consumed a candy bar and then reported to the emergency room. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a history/settings issue; the pump allegedly delivered 50 units of insulin to the patient without having been programmed to do so.